Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted using a proglide device with a 6f & 7f sheath after a biventricular pacemaker and implantable cardioverter defibrillator implant. Reportedly, all deployed well. The short suture end was pulled to tighten the knot and the knot locked. A second proglide was attempted; however, when the plunger was removed the suture did not capture the vessel wall. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.